Event description:
It was later reported the patient had a ¿rocky course¿ after the removal of the pump for infection. They developed slightly increased spasticity. The patient was intubated and treated medically for several weeks. The patient¿s pump and catheter were replaced and their symptoms improved drastically over five days. They were discharged to rehab and were now following up with their physician.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) for infection. The patient was administered oral baclofen and benzodiazepines while being monitored for ¿cardiorepitory events¿ and withdrawal. The patient was confused, but did not show signs of increased spasticity. The infection was in the device pocket, spine, and csf. The patient was being treated with antibiotics. Additional symptoms included altered mental status, drainage, incisional wound opening, and headache. It was reported that the patient had a history of wound erosion since implant in 2011. The area would heal, but a new area would open up. Signs of infection began (B)(6) 2012 when an area opened nears the catheter insertion site scar. The patient had a headache for ¿a couple of weeks.¿ the pump dose was lowered from 700 to 500 (B)(6) 2012 and then from 500 to 400 on (B)(6) 2012. During this time the patient exhibited underdose symptoms and increased spasticity. The device system was explanted, and cultures of the pocket, spine, and csf were positive. The patient¿s symptoms persisted following implant and the patient was in the ICU receiving antibiotics. Additional information has been requested, but was not available as of the date of this report

Event description:
The patient experienced a return of spasticity; and it was further noted that the patient was not responding to dose increases as they had previously. An x-ray workup showed catheter dislodgment. The patient was returned to oral baclofen "without severe withdrawal or need for hospitalization." The patient was taken to an operating room on (B)(6) 2012. The catheter was described as dislodged and curled up in back despite a correct v-wing anchoring technique. All sutures were still in place. A new spinal catheter was placed. The patient's lioresal dose was decreased from 200 mcg/day to 100 mcg/day.

Manufacturer narrative:
Concomitant medical products: catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
Concomitant product: catheter model neu_unknown_cath, serial# unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had a revision procedure performed on (B)(6) 2012 for re-closure of the back wound. The catheter was still in place, but there was some wound breakdown. It was stated that the back wound continued to be a problem; there were no signs of infection or withdrawal.

Manufacturer narrative:
(B)(4)